Event description:
It was reported that during the implant procedure, the ECG showed no pacing. The pocket was reopened and the ventricular lead tested normal via an analyzer. Therefore, the pulse generator was replaced.